Event description:
A caller reported experiencing a cgm error 42. The error did not adversely affect the customer's blood glucose level. Customer support provided detailed instructions on how to reset the pump, and the caller successfully started a new sensor session after the reset without any recurrence of the error.